Event description:
It was reported that the right ventricular (rv) lead showed high unstable thresholds, intermittent capture in bipolar configuration, and low pacing impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).